Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnect y set leaked from an unspecified location. The step of setup or therapy during which this occurred was not reported; however, there was reportedly patient involvement. The patient was connecting the y-set to a cassette and an additional 15 l drain bag during automated peritoneal dialysis therapy. The patient was informed that this product was intended for continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the patient was connecting this product to the cassette and an additional 15l drain bag during automated peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, states that ¿[capd] is a manual type of peritoneal dialysis (pd) and does not use a cycler.¿ it also defines the manual exchange as ¿an exchange that you do without a cycler. See continuous ambulatory peritoneal dialysis (capd) and ultrabag (or twinbag).¿ the guide reviews and differentiates between supplies for automated peritoneal dialysis therapy and supplies used for manual exchanges. It instructs the user to check each solution bag and to ensure that the correct type of solution is being used. The guide also explains that manual exchanges are to be done if the cycler is unable to be used. The guide warns the user that using the wrong bags can result in contamination of the fluid pathway. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.